Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted healthcare provider for backup insulin therapy. The customer's blood glucose was 400 mg/dl.